Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) vegetation. A response and copy of the patient's operative report was received from the health-care provider on (B)(6) 2012. Per the health-care provider, the explant was due to endocarditis, stenosis and calcification. The health-care provider also added that the explant was not related to any device malfunction. Per the operative report, the aortic valve had a significant stenosis and vegetations. The leaflets are resected first and then the valve; all pledgets from the aortic cannula were removed. There was significant amount of destruction in the annulus, and following the dome of the left atrium and transacted and resected until leaflet was 1.5 mm vegetation. The root of the aorta was reconstructed in manouguian type using 3-0 prolene continuous sutures. Having a new root which was enlarged, a 21 mm edwards valve was selected, which what somewhat downsized to avoid putting too much tension on the sutures. The sutures were passed through the sewing ring of the valve, descended the valve in place and tied all the sutures. There were 2 areas in the left coronary commissure, which was torn, and they placed in sutures to seal the area without difficulty. Cardiopulmonary bypass was discontinued and patient tolerated the procedure well. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be investigated, per the op report, there was vegetation and significant amount of destruction in the annulus which could cause stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.